Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's right lead had high impedances. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2025 wherein both leads were explanted and replaced to address the issues. Therapy was restored post-op.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2025. However, the procedure was aborted due to issues with patient anatomy. The issue will be re-addressed at a later date.